Event description:
It was reported that the patient heard an alarm, but telemetry had not yet been performed. The patient was referred to his health care provider (hcp). It was later reported that it was confirmed that the low battery alarm was sounding and the patient was scheduled for replacement on (B)(6) 2011. The patient reported that the alarm stopped sounding on (B)(6) 2011. The patient was at the hospital for a pre-operative work up. The drug in the pump was morphine and another unknown medication. It was later reported that the battery "went dead" (B)(4) 2011 due to end of service (eos). The patient stated the hcp knew the battery was going down; however, the patient noted they thought it would last ¿until the end of the month but the battery quit sooner than what was expected¿ and the patient went through morphine withdrawal. The patient noted being in the hospital at that time.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).